Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. The device was received for evaluation. A visual inspection was performed, and it was noted that there was dark particle matter found loose inside the spike port cover. A magnified visual inspection was also performed, and it was noted that there was a loose, irregularly shaped dark particle matter measuring approximately 1.00 square millimeters, possibly of burnt material, inside the spike port cover of the bag. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particle was observed in the middle port of an 500ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag. This was observed in the unassessed sterile port after compounding. There was no patient involvement. No additional information is available.